Event description:
It was reported that the colonovideoscope displayed lines on the screen. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, a b30 (scope communication error) was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it was likely the lines on the screen was not detected. Also, the b30(scope communication error) was due to data error of scope ID (identity document). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.